Event description:
It was reported that cartridge alarm repeatedly occurred on pump during use, and issue did not occur during cartridge load process or from previously known alarm history with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guided technique but alarm recurred, so customer switched to multiple daily injections for insulin delivery while technical support arranged warranty replacement pump, confirmed shipping address, instructed putting pump into storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor, and return faulty pump using prepaid label within specified time frame.